Event description:
It was reported that the patient underwent a revision procedure due to an untreated peri-prosthetic bone fracture that occurred one year ago resulting in malunion and a crack in the cement mantle. The stem was also loose and causing pain. The stem, cup and liner were exchanged and a plate and screws were placed. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: australia. H6: component code: stem. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; d4; g3; h2; h3; h4; h6. H6: component code: mechanical (g04) - stem. No product returned; however, pictures were provided. Visual examination of the provided pictures identified that the explanted head, liner, and stem, were covered in bio-debris. No further evaluation can be made from the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.